Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. However the current black box showed evidence of short battery life on 07/22/2016. The pump intermittently powered on with both the returned battery cap and a test battery cap. The battery cap was unable to fully tighten. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump's sleep current draws were not within specifications. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture inside the pump.